Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. The patient was hospitalized on the same day as onset of the peritonitis event. The patient was treated with injection gentamicin (1 gram, frequency, duration and route not reported) and injection vancomycin (2 gram, frequency, duration and route not reported) for the event. At the time of this report, the patient had recovered. Dianeal therapy was ongoing. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4) . The sample was not returned for evaluation; therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.